Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, bleeding, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent the procedures of graft revision on (B)(6) 2009 and (B)(6) 2010 and excision of 2 right inguinal masses due to graft erosion and presence of 2 right inguinal masses. It was also reported that on (B)(6) 2013 the patient underwent mesh removal due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh wasimplanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05351. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05351. The same patient is represented in each medwatch.